Manufacturer narrative:
A1: patient identifier: (B)(6). H10: patient age at time of enrollment: 75 years old.

Event description:
Elegance clinical study. It was reported that dissection and vessel rupture occurred. In (B)(6) 2023, the subject underwent treatment with ranger drug-coated balloons as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), mid sfa, distal sfa, and mid popliteal artery with proximal reference vessel diameter of 6mm and distal reference vessel diameter of 5mm with lesion length of 420mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, pre-balloon dilation was performed using 4mm x 220mm sterling monorail pta balloon and 6mm x 100mm sterling otw pta balloon. Treatment of target lesion was performed by dilation using the study device, ranger drug-coated balloon of sizes 6mm x 200mm, 6mm x 200mm and 5mm x 80mm. Post target lesion treatment, post dilation was performed using 5mm x 220mm sterling otw pta balloon and 5mm x 150mm charger otw pta balloon followed by the placement of four bare metal innova vascular self-expanding stents of sizes 5mm x 150mm, 5mm x 40mm, 6mm x 100mm and 6mm x 150mm and 6mm x 150mm bare metal non-boston scientific stent graft placement. Following treatment, the final residual stenosis was noted to be 5%. On the same day of index procedure, during treatment of target lesion, dissection and vessel rupture were noted due to 4mm x 220mm sterling monorail balloon. In response to the event, balloon dilation was performed, and bailout stent was placed. The events were considered resolved and the subject was discharged on dual antiplatelet therapy. It was further reported that the dissection and rupture occurred in the same vessel, but that the dissection did not cause the rupture.

Event description:
Elegance clinical study it was reported that dissection and vessel rupture occurred. In june 2023, the subject underwent treatment with ranger drug-coated balloons as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), mid sfa, distal sfa, and mid popliteal artery with proximal reference vessel diameter of 6mm and distal reference vessel diameter of 5mm with lesion length of 420mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment, pre-balloon dilation was performed using 4mm x 220mm sterling monorail pta balloon and 6mm x 100mm sterling otw pta balloon. Treatment of target lesion was performed by dilation using the study device, ranger drug-coated balloon of sizes 6mm x 200mm, 6mm x 200mm and 5mm x 80mm. Post target lesion treatment, post dilation was performed using 5mm x 220mm sterling otw pta balloon and 5mm x 150mm charger otw pta balloon followed by the placement of four bare metal innova vascular self-expanding stents of sizes 5mm x 150mm, 5mm x 40mm, 6mm x 100mm and 6mm x 150mm and 6mm x 150mm bare metal non-boston scientific stent graft placement. Following treatment, the final residual stenosis was noted to be 5%. On the same day of index procedure, during treatment of target lesion, dissection and vessel rupture were noted due to 4mm x 220mm sterling monorail balloon. In response to the event, balloon dilation was performed, and bailout stent was placed. The events were considered resolved and the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
A1: patient identifier: (B)(6). H10: patient age at time of enrollment: 75 years old.